Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. After failing to activate 3 pods through the personal diabetes manager, patient had no backup method and reported being "on the verge of dka (diabetic ketoacidosis)" but no specific blood glucose levels were provided. The patient was treated with insulin and fluids, and was released after spending 2 hours in the emergency room.